Manufacturer narrative:
On 6/22/2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462520m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The cardiac tamponade occurred during use while ablating left pulmonary vein (lpv). Pericardiocentesis was performed and the procedure was ended. There was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse: procedure, the cardiac tamponade was caused by manipulation of the ablation catheter. No information and no further information will be provided. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.